Manufacturer narrative:
The delivery pusher was returned for eval. The device was returned with the implant detached from the delivery pusher. The delivery pusher electrical continuity was tested and met specification. The most distal 12.0" of the pusher are twisted which is evident that the user rotated the delivery pusher. The device instructions for use boldly instruct the user to not rotate the delivery pusher, as this may result in premature detachment of the coil. The attachment tether that holds the implant intact with the delivery pusher shows evidence of being over stretched. The root cause of this complaint could not be determined as the implant and v-grip detachment controller were not returned for eval.

Event description:
It was reported that during the deployment of the embolization coil, the coil did not detach from the delivery pusher. The user torqued the device and broke the coil from the delivery pusher and in doing so, stretched the coil leaving a portion in the carotid artery. The physician used a gooseneck snare to retrieve the coil. There was no clinical sequelae.